Event description:
It was reported that the patient had ineffective therapy. The patient was hospitalized due to an infection and this was noted as the cause of the event. It was reported that the patient had a fever and skin breakdown. It was indicated that the event was not caused by the pump or catheter. The device system was explanted. The patient recovered without sequelae. The drug delivered via pump was fentanyl.

Manufacturer narrative:
Product ID 8835, lot# , serial# (B)(4), implanted: explanted: product type programmer, patient, product ID 8709sc, lot#, serial# (B)(4), implanted: 2011 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4). Analysis of the pump found no anomaly. Analysis of the catheter found no significant anomaly. There was a non-significant indent in the seal and this did not affect infusion.

Manufacturer narrative:
(B)(4).